Event description:
It was reported that the patient had bad brief fluctuations in volume with no apparent reason. He first noticed this a couple of months ago, the volume/loudness would drop and then return to normal, usually lasting only few seconds to minutes. He has noticed this has occurred with a frequency ranging from a couple of times a day to only once a week. All externals have been exchanged, but problem has still occurred. The patient also feels that the sound quality is not as good as it once was. He was recently mapped, and the map parameters look appropriate. There has been no change in medical history or reports of injuries to the ci site. Testing carried out last week on this patient confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.